Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with a neurostimulator (ins) for essential tremor and movement disorders. It was reported that the patient has had to charge more frequently since (B)(6) 2017. It was noted that the patient gets recalibrated every so often. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient who reported that better contact was attempted to resolve the need to charge more frequently.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.